Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection with purulent skin atrophy, exposing the implanted device. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.